Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was unable to be confirmed. No repairs were done due to reported problem was not found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device does not adjust or build up pressure. There was no patient involvement and no harm/adverse event. The issue was found when testing the unit.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.